Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. The initial accu tni result of 1.8ng/ml was reported out of the lab. The customer collected a fresh sample from the patient and tested for accu tni; the result was 0.01ng/ml. The customer then re-tested the patient original sample for accu tni. The repeated accu tni result was 0.01ng/ml. The customer re-tested the patient's 2nd sample for accu tni and obtained result of 0.02ng/ml. A corrected report has been issued. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed on 06/16/06 was within specifications. First (1st) specimen was collected in a plastic, 13x75ml, bd, lithium heparin tube with gel separator and was centrifuged at 8,500 rpm for 3.5 minutes. The 2nd specimen was collected in a bd, 16x100 lithium heparin gel tube and centrifuged at 3,700 rpm for 10 minutes. The 1st sample was kept in a refrigerator prior to repeat and the 2nd sample was stored at ambient temperature. A field service engineer (fse) was dispatched to the customer lab on 06/26/06. The fse performed a major preventive maintenance (pm) to the instrument. The fse adjusted: pipettor, wash arm and ultrasonics. The fse performed diagnostic testing and accu tni precision study; both tests passed specifications. The fse verified instrument per established procedures. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.